Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review of available records indicate that tooth ur7 was still present in the arch. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required tooth extraction; therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence about the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported that the patient had an extraction of tooth ul7. No additional information is available at this time.